Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was at air/water nozzle/c-cover/a-rubber¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from auxiliary water channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, finding due to damage on auxiliary channel-tube, water tightness is lost, due to damage on controlled coupled device (ccd)unit, the specified resolving power is not obtained, due to damage, switch button 3 and 5 do not work, due to clogging of nozzle, water removal ability does not meet specifications, nozzle is deformed, objective lens has a scratch, light guide lens has discoloration, plastic distal end cover has a dent, adhesive on bending section is detached, bening section cover has discoloration, due to wear of angle wire, bending angle in down/left direction does not meet the specifications, due to wear of angle wire, the play of up/down/right/left knob is out of specification, connecting tube has a wrinkle, connecting tube has discoloration, multiple scratches and dents found throughout the device, suction-cylinder is shaved, and forceps channel port is shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle has foreign objects. Foreign material is yellowish/brown in color, but it is unknown what the foreign material is. Plastic distal end cover and adhesive on the bending section cover have foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.